Event description:
Following the procedure, the patient expired. The cause of death and the exact day is unknown. No further information was provided.

Event description:
Following the procedure the patient expired. The cause of death and the exact day is unknown. No further information was provided.

Manufacturer narrative:
Death date: the patient expired in 2007.

Event description:
Following the successful removal of the thrombus using a retrieval device, a stent was uneventfully placed in the basilar artery (ba) normalizing flow and restoring smooth luminal margins. However, despite revascularization of the ba, the patient failed to wake up and developed a herniation syndrome over the next 24 hours post procedure. The patient suffered multiple strokes in the posterior circulation in the brainstem, occipital lobes and cerebellum. One day post procedure, the patient lost all cranial nerve reflexes and was declared clinically brain dead. The patient¿s family withdrew the support and the patient expired two days post procedure. The cause of death was due to a consequence of the pre-existing vessel dissection that resulted in multiple ischemic strokes and cerebral edema. The physician stated that there were no issues with the stent placement and ¿the stent was felt to have made a positive contribution in the patient¿s care.¿

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.